Event description:
A hospital in (B)(6) reported via a distributor that the heater wire pin of an rt204 adult breathing circuit was found bent when the hospital staff was trying to connect the heater wire to an electrical adapter. This event occurred before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The rt204 adult dual heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of the investigation.